Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the seal plug was not attached to the header and was missing. High power visual inspection noted that the set screw was lodged up inside the retainer ring. The hex slot appeared normal and no foreign material was noted in the hex slot cavity. No irregularities were noted in the lead barrel. A download of the device data showed no system errors or resets. A boston scientific issued torque wrench was unable to move the set screw. A different torque wrench with a higher force was able to successfully free the set screw from its retainer ring. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis determined a reverse torque greater than what the set screw/retainer ring design is designed for caused the set screw to get stuck up inside its retainer ring.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product advisory. During the explant procedure the physician experienced difficulty loosening the set screw and noted it was stuck in the down position. In order to remove the electrode they removed the seal plug from the set screw housing to expose the screw. They were still unable to loosen the set screw, so saline solution was injected into the screw housing and the electrode was removed by a tugging force. However, it was noted that the set screw would still not loosen. The electrode was able to be implanted in the new device and the s-ICD was explanted as planned. No additional adverse patient effects were reported.